Manufacturer narrative:
The device was tested on the bench and automated test system. All device functions were normal.

Event description:
It was reported that the patient expired. No known cause was reported or device issues. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.